Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink remains unknown.

Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6. The catheter shaft appeared to be kinked. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During preparation for an atrial tachycardia procedure, while opening the catheter, a kink was observed. Because a replacement device was not available, the device was not exchanged and the procedure was cancelled. There were no adverse patient health consequences.